Event description:
On (B)(6) 2010, pt reported when he pushed his down button to initiate a bolus, he had to hold the button down longer than the normal 3 seconds. Pt stated he first noticed the issue about 2 weeks ago. Pt reported tonight when he pressed the down button, it did not respond at all. Pt stated he was trying to take a bolus when the issue occurred. Pt reported the button does pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.